Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of her automated peritoneal dialysis therapy. Reportedly, the home pt connected after hitting go. Then the alarm occurred. Baxter's tech svc ctr assisted the home pt in ending the therapy early. The home pt completed therapy with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.

Manufacturer narrative:
Baxter's product surveillance department has reviewed proper procedures with the home patient in addition to referring them to the patient at home guide.